Event description:
The lead was returned to the manufacture after being explanted during a system change. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead in segments was returned, analyzed and the proximal conductor was fractured from the 1st rib/clavicle. It was noted that the inner and outer insulation were breached from the 1st rib/clavicle, the outer insulation was breached from melting and the outer insulation had a cosmetic depression and melting. The proximal and distal conductors were both distorted from being pulled/stretched/overstressed and both conductors had blood (not obstructed). The inner and outer insulation had cosmetic metal ion oxidation and the outer insulation had cosmetic environmental stress cracking. It was also noted that the distal end low voltage electrode was covered with blood. Concomitant product: 8042b implantable pulse generator (B)(6) 2003, 5071 implantable pacing lead (B)(6) 2006. (B)(4).